Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. Device manufacture date: unknown. Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event. Examination of the product involved may provide clarification as to the cause for the reported failure. Root cause description: no sample or lot.

Event description:
It was reported that when conducting intravenous infusion it was discovered that there was leaking from the extension tubing with an bd intima-ii¿ closed IV catheter system.